Manufacturer narrative:
An event regarding periprosthetic fracture involving an abg ii modular stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: not performed the device was not properly identified. -complaint history review: not performed the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Left hip.

Event description:
It was reported that patient fell during exercise routine fractured femur, had hip removed.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abgii modular stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.